Manufacturer narrative:
The device was discarded and is not available for investigation. Without the return of the device, a comprehensive investigation in unable to be performed. The list number and lot number are unknown, therefore, a device history review is unable to be performed.

Event description:
The event involved an unspecified spike port adapter with unknown list number and unknown lot number. The chemotherapy, paclitaxel, was compounded by placing paclitaxel in a 500 ml ns bag manufactured by bbraun. The rn went to hang the chemotherapy and removed the paper from the tubing. The rn at this point noticed the spike port seemed loose. Upon hanging the bag on the pole and manipulating the tubing to put in the pump, the spike port fell out of the bag with no pulling. The chemotherapy spilled on the pump, pole, and floor. A second preparation was made. There was no issues with the infusion afterwards. The chemo spill was cleaned per facility protocol. There was no patient involvement, no adverse event and there was a delay in therapy for five minutes but no delay in critical therapy.